Manufacturer narrative:
Insulin pump was received with broken reservoir tube lip, missing reservoir tube o-ring, broken battery tube threads and minor scratched lcd window.

Event description:
Customer reported via phone call to have had high blood glucose of 448 mg/dl. Customer treated high blood glucose with insulin pump. Troubleshooting was performed to determine reason for high blood glucose. During troubleshooting, customer declined to check for air bubbles or site / insulin issues due to insulin pump being replaced due reservoir damage.